Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 377 mg/dl and 500 mg/dl. The customer stated that the blood glucose did not go to her bolus wizard it just went into the insulin. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.